Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Although the grip was bent the instrument passed clip test. Additional finding not related to customer reported complaint: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported that while using the medium-large clip applier instrument, it would either not hold the clip properly or not fire the clip onto tissue firmly enough to clasp it onto tissue. The technician would load the clip, check that it was seated in the jaws properly, and hand it to the physician assistant (pa) at bedside. When the instrument was introduced into the patient and the surgeon would open/position the applier for clasp onto tissue, the clip would fall out. The clip was retrieved by the pa at bedside. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the technicians are trained to inspect the instrument when it is opened on the field and nothing out of the ordinary was noted. The issue happened when the surgeon was trying to clip the cystic duct while performing the cholecystectomy procedure. The technician said the clip loaded like it was supposed to. The clip applier would not fully deploy the clip on the designated tissue. It moved but did not have the ability to close the clip on the tissue. The issue was not related to unexpected motion of the clip applier while attempting to clip. The issue was related to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. Medium-large weck hem-o-lok clips were used. The vessel was not greater than 5-8 mm. The issue happened during the 1st deployment of the clip applier. The registered nurse in the room called for another peel packed instrument to use as a backup. The pa and the technician trouble shot at bedside as they should have all other instruments worked with no trouble on the same arm/drape. They said they could not feel/sense there was anything wrong with the instrument until it did not work properly. No injury to the patient and the patient has not returned post op with any complications. The pa at bedside did not feel any resistance when removing the instrument. The surgeon was able to straighten the wrist of the instrument before it was removed by the pa. The pa retrieved any undeployed clips that fell from the instrument with a laparoscopic wave grasper. The surgeon and pa and technician visualized the fall of the clip and was retrieved by the pa at bedside. The procedure was completed robotically.